Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received.the device was not returned, but a photo was available for evaluation. Visual inspection noted that both of its luer adapters removed. Upon first inspection, there was clear damage done to both extension lines near the location of where the adapters would be. It was reported that the luer adapter was cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, the luer adapter at the venous end was ruptured. Nothing unusual was observed on the device prior to use. Flushing was done with no abnormalities found. No other defects/damages were found on the product where the leak was observed. The other products utilized with the device were the bloodline (extracorporeal circuit and heparin cap). No excessive force was used on the device. The catheter was repaired. No instrument was used to loosen or tighten the device. Tego was not utilized. Iodophor was the cleaning agent used on the device and to clean the adapters. The remedial action taken was to replace the luer connector, and treatment was completed. They tightened the adapters by hand. The reported product was not replaced. No medical intervention/treatment was required as a result of the event. There was slight trace oozing blood loss, and a blood transfusion was not required. There was no reported patient injury.